Manufacturer narrative:
The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged lap-band port leak. The surgeon first suspected a leak when the pt came in for a fill and the fluid aspirated from the band was less than the original fill amount. Over subsequent fills, the difference in volume became more significant. No add'l diagnostic testing was performed to confirm the leak. The device remains implanted pending revision surgery.